Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the scope was cultured. Less than 1 cfu microorganism was detected in the biopsy/instrument channel, 1 cfu of gram-positive bacteria was detected in the aspiration channel, 1 cfu of micrococcaceae, 4 cfus of bacillus spp. Mesophiles and coagulase-negative staphylococci, were detected at the distal end. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer cleaning, disinfection, and sterilization process was requested; however, no information was provided. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 16 colony forming units (cfu) of coagulase-negative staphylococci were detected in the aspiration channel, 7 cfus of coagulase-negative staphylococci were detected in the biopsy/instrument channel, and 8 cfus of coagulase-negative staphylococci were detected at the distal end of the endoscope. Less than 1 cfu of unspecified microorganism was detected in the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report, and to provide additional information based the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the ccd (charged coupled device) cover lens was chipped, the light guide lens glue was porous, the ccd cover lens glue was porous, the biopsy port channel mount was damaged, the biopsy port mouthpiece was damaged, the air/water cylinder was scratched, the suction cylinder was scratched, the switch button #1 was cut, the connector was broken, and the biopsy channel was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.